Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, a21 error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer state the pump was cracked at the battery compartment to the screen. The customer's blood glucose level was unknown. The customer's most current level was 564 mg/dl. The customer treated with manual injection. The customer was advised the pump would be replaced and returned for analysis.